Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the shaft diameter and material hardness inspection confirmed conformance to print specification. Optical examination of the fracture surface analysis identified a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with pseudoarthrosis at l5-s1 underwent l2-s2 alar iliac (posterior fusion), l5-s1 posterior lumbar interbody fusion (plif) on (B)(6) 2017. Intra-op, when the doctor under-tapped the pedicle to make 7.5mm hole for replacement of 6.5mm with 8.5 x 40. During insertion of the 8.5 x 40 screw, the tip of the driver was broken and got stuck in the screw. The screw was removed with the pliers belonging to the hospital. There was no fragment of the instrument remaining in the patient. No patient complications were reported as a result of this event. Surgeon commented that "the patient¿s bone was too hard to insert a screw which was two sizes larger".